Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During insertion of the mapping catheter, it was observed that the valve of the sheath was leaking saline with mixed blood. The device was replaced and the procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During insertion of the mapping catheter, it was observed that the valve of the sheath was leaking saline with mixed blood. The device was replaced and the procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as analysis found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect caused visible air bubbles, air ingression into the sheath, resulting in the occurrence of this event.